Event description:
The clinician reported that the previously working remote monitor did not power on. Troubleshooting steps were taken and the batteries were replaced, to no avail. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.